Manufacturer narrative:
Additional information: the lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. Product analysis summary: the stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. There was no deformation evident to the stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary drug-eluting stent was used to treat a severely tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery. There was no damage noted to packaging or any issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed without any issues. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a non medtronic device. The patient was reported to be alive with no injury. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.